Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400-500 mg/dl. The customer reported that cannula was bent. The customer declined to troubleshoot for the high readings. Troubleshooting was performed for bent cannula. There were no site or insulin issues. The customer was advised to change the infusion set. The product will not be returned for analysis.